Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue. Additionally, it was reported that invalid transmitter ID alert occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.